Manufacturer narrative:
Date of event: event date is an estimate. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-06648. It was reported the patient was experiencing inadequate stimulation. It was noted that the patient did not want to meet with a manufacturer representative for reprogramming. As a result, surgical intervention took place on where the entire system was explanted.